Event description:
The pt reported experiencing uncontrollable muscle spasms after turning her stimulation off. The sjm rep met with the pt and impedances were within normal limits. Reprogramming was able to provide adequate stimulation coverage. The pt indicated she experienced shocking from the scs system while stimulation was on and off. Also, the pt stated experiencing involuntary arm movements, increased numbness in her legs, weakness, unsteady gait as well as a loss of bowel and bladder control. The pt's physician does not believe the issues were related to the scs system. A CT scan was ordered and the physician stated the pt had a "tight epidural space" where the lead was located and prescribed anti-inflammatory medication and muscle relaxers. F/u info indicated the pt experienced 4 falls and her stimulation was on during each fall. Although, the physician did not believe the pt's symptoms were caused by the scs system, the pt did and requested her scs be explanted. The pt's scs system was subsequently explanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.